Manufacturer narrative:
The product alleged in the report was discarded; therefore it is not available for evaluation. A review of the device history record is in-progress. All information reasonably known as of 26 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2028807-2025-00013 for the second report. It was reported; [while] the circuit was connected to the anesthesia machine the filter housing came loose; [the] clinicians were unable to fit it back. There was no reported injury.

Manufacturer narrative:
The product alleged in the report was discarded; however, the reporter provided photographic evidence of the reported issue; review of the photograph confirmed the issue as reported: broken filter. The root cause was determined to be disconnection of the welded joint. The device history record for lot 466708 was reviewed and the product was produced according to product specifications. H6: (appropriate term/code not available): c & d: disconnection of the welded joint. All information reasonably known as of 23 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2028807-2025-00013 for the second report it was reported, [while] the circuit was connected to the anesthesia machine the filter housing came loose; [the] clinicians were unable to fit it back. There was no reported injury.